Event description:
Procedure type: low anterior resection. Patient gender: unknown. According to the reporter: it was hard to fire and the staple formation and a distal donut were not completed after firing. The condition was corrected by suturing. A little of tissue loss occurred, and it required more than 30 minutes to correct the condition. Bleeding was controlled by bovie, but incision was not extended. No patient details were known and no patient injury was reported.